Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced infusion set packages were misshaped and the packaging was not sealed properly which further leads to misshaped or sterile packaging was not intact. No further information was available.